Manufacturer narrative:
The damaged board from the analyzer was returned to nova for investigation. The investigation concluded that there was damage to the power connector attached to this board. This damage is consistent with a downward "tug" on the connector. A DHR was performed on the whole prime analyzer and the board and no discrepancies were found.

Event description:
Customer reported that when the prime plus analyzer was plugged in there was a burning smell.